Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The results of the sample analysis revealed no failure or malfunction were identified that could have caused or contributed to the patient passing away. Internal & external visual inspections performed revealed no problems. The device passed both the electrical and functional testing. Testing of the power cord received with the device revealed no problems and that it is electrically intact. Analysis of the device pneumatic system revealed no leak and all pressures were correct & stable. A short simulated therapy was performed and completed successfully. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history record and service history was performed which did not reveal any issues that could be related to the reported issue of patient death. The device is reported to be available but has not been received at this time. An event history log review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away due to an unreported cause. Three days prior to death, the pt was admitted to the hospital for an unreported indication. Two days after the hospitalization, the pt was transferred to another hospital for an unreported reason. One day later, the pt passed away. No further information was provided. Additional information was requested but is not available.